Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included nickel sensitivity. Concurrent conditions included body mass index normal. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"), vision blurred ("vision/eye problems type: blurred vision"), alopecia ("hair loss"), abdominal pain lower ("lower abdomen pain") and pelvic pain ("pain/pelvic pain"). In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced allergy to metals ("nickel allergy"). The patient was treated with ibuprofen, ibuprofen (midol cramp) and surgery (surgical removal of coils). Essure was removed in (B)(6) 2017. At the time of the report, the device breakage, migraine, allergy to metals, dyspareunia, vision blurred, alopecia, abdominal pain lower and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, device breakage, dyspareunia, migraine, pelvic pain and vision blurred to be related to essure. The reporter commented: current weight 123 lbs. Tubal ligation done. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation for ptc (product technical complaint) incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included nickel sensitivity. Concurrent conditions included body mass index normal. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"), vision blurred ("vision/eye problems type: blurred vision"), alopecia ("hair loss"), abdominal pain lower ("lower abdomen pain") and pelvic pain ("pain/pelvic pain"). In (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced allergy to metals ("nickel allergy"). The patient was treated with acetylsalicylic acid; ascorbic acid (midol c), hydrocodone, ibuprofen and surgery (surgical removal of coils). Essure was removed in (B)(6) 2017. At the time of the report, the device breakage, migraine, allergy to metals, dyspareunia, vision blurred, alopecia, abdominal pain lower and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, device breakage, dyspareunia, migraine, pelvic pain and vision blurred to be related to essure. The reporter commented: current weight (B)(6). Tubal ligation done. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Most recent follow-up information incorporated above includes: on 30-jul-2019: pfs was received. Case was made incident. The previously reported event injury was replaced with new events: device breakage, nickel allergy, dyspareunia (painful sexual intercourse), vision/eye problems type: blurred vision, hair loss, lower abdomen pain, pain/pelvic pain and patient did not undergo essure confirmation test. Medical history and treatment drug were added. Reporter information was updated. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.